Event description:
What should have been a bonded connection between a tubing segment and the lower of the two y-sites of a clearlink primary IV set failed to hold so the 2 components came apart. This became a line open to air and it was fortunate that it was connected to the stopcock on the access line for the dialysis set so that the air was drawn into the dialysis set and detected by the machine. If the failed line had been connected to the stopcock of the return line, air likely would have been drawn into the patient and created an embolism. The expensive dialysis filter set had to be disposed of because of the amount of air that got in it. Manufacturer response for IV administration set, clearlink continuflo (per site reporter): this was similar to a report I filed in 2016: medsun report #(B)(4). It was assigned the complaint #(B)(4).